Manufacturer narrative:
Concomitant medical products: model: 1642t-46, competitor lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope/near syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had been affected by electromagnetic interference (emi) and the a superior vena cava (svc) defibrillation coil impedance alert had triggered. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.